Event description:
Had a zimmer knee replacement on (B)(6) 2008. It broke on (B)(6) 2013. The broken piece was removed in (B)(6) 2014. I have continuous complications for the last year now resulting in a knee replacement revision to be done (B)(6) 2016.